Manufacturer narrative:
Additional information: the associated complaint device was not returned for evaluationplease review attached for investigation results.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a procedure to drain the abscess, with a superficial washout, and initiation of oral antibiotics, cipro and bactrim due to infection. On (B)(6) 2015, the patient underwent a surgical procedure to drain and irrigate the left hip and a PICC line was placed. On (B)(6) 2015, the patient underwent a revision surgery to remove the construct and place antibiotic stimulin beads.

Event description:
Patient presented for joint injection and placement of PICC line. A drainage and irrigation of the left hip was also performed.